Event description:
The complainant reported that the carton was crushed when the hospital received the shipment. The pump set itself were not damaged only their outer carton. Action taken to resolve the issue are unknown. No patient is involved .

Manufacturer narrative:
The cause of the crushed packaging was damage during transport since the packaging is rated and tested for standard shipping requirements. Device sn ,UDI manufacturing, expiry dates and lot # information is unknown. This report is being filed as part of a retrospective review of historical records.